Event description:
It was reported that pump did not fully charge. There was no reported impact to the customer¿s blood glucose level. Customer declined technical services, and no additional corrective actions or outcomes were reported.